Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the initial pacemaker implant was not well tolerated as patient developed hypoxia which increased the implant time. A few hours later, the patient's pulse oxygen dropped and it was determined the right atrial (ra) and the right ventricle (rv) leads dislodged. The patient was taken to the electrophysiology lab for the ra and rv lead repositioning. A day later, a chest x-ray showed a small apical left pneumothorax. The subject did not display any symptoms so this was monitored and the pneumothorax improved a few days later. During hospitalization, the patient developed severe profound generalized weakness which required other treatments. The leads are still in use. No further patient complications have been reported as a result of this event. The patient enrolled in (B)(4) study.